Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Suspected cause was due to incorrect settings entered by customer. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider to adjust settings. Customer reverted to an alternate method of insulin therapy.